Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. In addition, the customer experienced a low blood glucose (bg) level of 47 mg/dl. The cause for the low bg was unknown. Carbohydrates were consumed to address low bg level.